Event description:
It was reported that the patient felt a burning sensation prior and post magnetic resonance imaging (MRI). The patient had two mris. One was performed in (B)(6) and another in (B)(6). The burning sensation was reported to have become worse after one, or both, MRI. It was noted that the patient had good paresthesia coverage of her pain. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3487a-56, lot# v775091, implanted: (B)(6) 2011. Product type: lead: product ID 3487a-56, lot# v775091, implanted: (B)(6) 2011. Product type: lead. (B)(4).